Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2010. Subsequently, patient alleged pain, metallosis and elevated metal ion levels. Review of invoice history confirms a revision procedure was performed (B)(6) 2011. The head and taper adapter were removed and replaced. Additional information received in patient medical records. Revision operative report dated (B)(6) 2011 notes chalky metallosis debris, chalky whitish fluid, and a loose acetabular component. The cup and head were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." And number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 3 of 3 mdrs filed for this event (reference 1825034-2013-02666 / 02667 and -05154). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.